Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) oversensed noise on the ventricular and (plugged) atrial channels. Stored electrograms (egms) confirm that ventricular pacing was inhibited due to the oversensed signal. No related adverse patient effects have been reported.